Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 02/07/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged line through display issue was duplicated. The pump powered up to the display with a vertical line running through the screen. Auditory and vibratory features were operational. No tactile issues were found with the buttons. The pump display assembly was replaced with a test display and the test screen was clear and legible without any lines. The investigation concluded that there was a defective display connecter wire.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (line through display) issue. Reportedly, there was no evidence of moisture or corrosion in the pump and the screens cannot be read/maneuver safely. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.